Event description:
I was prescribed a mouth appliance to help with tmj pain. My dentist made a mold of my teeth and created a hard device that fits over my bottom teeth to be worn at night. I first received the appliance around (B)(6) 2022. I returned twice because it was hurting a tooth but was told to keep wearing it. On (B)(6) I woke up with severe jaw pain and could not fully close my mouth. They did another adjustment of the device and suggested I wait a few days before trying it again. When I wore it one night, on (B)(6), I woke in the morning with pain so severe that I couldn't eat anything but soft food for days. It is (B)(6) now and I am still in more pain than I was before the device. I'd say in total I wore the device only 5-10 times and it still caused me this much pain. Name of the company that makes the medical device: the facial pain center. FDA safety report ID #(B)(4).